Event description:
The customer reported that they have had an incident where the blood fluid warmer cassette has ruptured. The blood fluid warmer cassette ruptured without blood in it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer's cassettes identified to be within lot # m0712 were returned for further evaluation. The stryker qa failure investigator and stryker sr. Qa engineer, visually inspected a sample of the returned products. No specific malfunctions or defects were identified on these cassettes.

Event description:
The customer reported that they have had an incident where the blood fluid warmer cassette has ruptured. The blood fluid warmer cassette ruptured without blood in it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.